Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited unstable thresholds, high thresholds and high impedance. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.